Event description:
It was reported that the customer's blood glucose level was 421 mg/dl. He received several meter blood glucose now messages. The customer also had issues with his sensor and blood glucose level readings. His sensor glucose reading was 101 mg/dl but his blood glucose level was 201 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.